Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of ventricular signals on the atrial channel. Additionally, the patient experienced a syncopal episode. Boston scientific technical services (ts) was consulted and noted the heartlogic heart failure index above threshold. Threshold tests were found to be successful. No adverse patient effects were reported. At this time, this device remains in service.